Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with dislodgment.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the left ventricular (lv) lead. X-ray imaging was performed, which revealed that the lv lead was dislodged. A lead revision procedure took place, however the lead was unable to be repositioned. The lead was deactivated and left in situ and the patient was stable with no consequences.